Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent a procedure on (B)(6) 2013, to have the abscess drained. It was also reported that the patient is being treated with a seven day course of bactrim ds, beginning on (B)(6) 2013. The implanted device remains.